Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) initially worked until (B)(6) 2021, when the patient underwent a radiation therapy. Therefore, incontinence insidiously worsened. The cuff migrated from the bulbous urethra to the mid urethra. A flexible cystoscopy was performed and an erosion in the urethra at the cuff site was diagnosed, leading the removal of the aus. The patient fully recovered and a new aus will be considered.